Event description:
It was reported that the radio frequency (rf head) would not interrogate devices and the pen would not move the cursor on the screen. The programmer and rf head have been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported stylus pen issue; the stylus pen does not move the cursor. Stylus found out of electrical specification. (B)(4).